Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive, and the usb port was damaged resulting in charging issues. It was also reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s experienced an elevated blood glucose level which resulted in the customer going to the emergency room. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.